Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Patient was revised on (B)(6) 2021 due to instability post reverse total shoulder replacement (tornier threaded post baseplate, screws, glenosphere, tray and insert removed by the surgeon in durango co). Tornier flex ptc 6b long stem was reported well fixed by the surgeon, so retained in patient. The patient was compliant to mobilization instructions of the surgeon but not the long term weight restrictions. The surgeon did not want to provide the CT scans. The patient was pulling hoses 9 months post op and felt a "pop" that was presumably a dislocation he states, multiple self reported dislocations, none documented until late winter early of 2021. The surgeon wants to make sure it¿s clearly understood that he has no complaint against our products, just reporting as asked of a revision total shoulder. Reversed insert were implanted.